Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device had difficulty in connecting to rf telemetry. Merlin.net transmission was also unsuccessful. Device download was performed successfully and rf telemetry function was restored.